Manufacturer narrative:
It should be noted the serial number provided in the user facility report was ordered and shipped to the customer on (B)(6) 2017, and received by the facility (as verified by fed-ex tracking) on (B)(6) 2017. In addition, upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2017. The user facility report indicated that the event occurred on (B)(6) 2017, one day (1) before the video baton was manufactured and five (5) days before the video baton was purchased. Several attempts have been made to obtain the device from the customer for evaluation and clarify the serial number discrepancy. However; to date the customer has not responded. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Verathon received the following user facility report: "md was attempting to intubate patient. Glide scope continually cut off." No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.